Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No samples for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised it was reported that the device had been dropped. As the device stopped without displaying any of the indicators first, this was determined as the most likely root cause for the reported failure mode. Damage to device can cause lasting damage to the integral electrical components. This may not be experienced immediately, but can have a delayed effect. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As stated above, the most probable root cause for the reported failure was determined as damage. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump stopped working on day 3 of usage. Patient described that the pump has none of light indicators blinking. He stated he tried to replace with new batteries but it does not work. Patient also reported that his pico fell down once but it had worked after. Patient was advise to contact his surgeon's office. No additional information provided.